Manufacturer narrative:
The distributor was able to file down the rough edges until smooth along the entire piece. The lift is now back in service.

Event description:
The account alleged as they were lifting a resident, they came in contact with the motor attachment for the up actuator. The resident received a tear and abrasion on the left foot at the great toe and the next toe over when the resident came in contact with the device.